Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation on his ribs and under the electrodes. It was reported that the garment was too tight and rubbing his skin raw. Field services remeasured the patient and adjusted the garment. There was no alleged device malfunction contributing to the irritation. The nursing staff applied an ointment to the irritation, and follow up indicated the irritation improved.